Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. Impact on blood glucose levels was not reported, and the caller declined to provide specific values. Despite the pump being out of warranty, technical support decided to replace it, and the customer was advised to continue using the current pump in the meantime.